Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been corrected which was not correct in the initial report. The information has been provided in section b5 with this report.

Event description:
Correction: this case is for the low blood glucose of 32mg/dl a few days ago on (B)(6) 2022 per sap for pump. Please see (B)(4) for high blood glucose of 574mg/dl yesterday (B)(6) 2022). Customer reported having a low blood glucose of 32mg/dl a few days ago (B)(6), 2022 per sap for pump) due to long acting insulin. Customer treated the low with intravenous fluid (probably containing dextrose - so likely from paramedics or emergency room). Paramedics were called and she was taken to the emergency room. Customer also mentioned having a high blood glucose of 574mg/dl yesterday, (B)(6) 2022, that was related to a steroid injection. The high was treated with a manual injection. Pump was likely not used during the low, as customer was using manual injection with the long acting insulin. So, sensor was likely not used. Per customer, auto mode was not used for the low. Pump was used for the high blood glucose event. Per customer, auto mode was used for the high blood glucose event. So, per customer, sensor was used for the high.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced hypoglycemia and hyperglycemia. The blood glucose value at the time of the event was 32 mg/dl. Low blood glucose was treated by emergency medical services. High blood gluse value was  587 mg/dl and was treated by manual injection. Troubleshooting was performed. Customer was using pump within 48 hours prior to event and the auto mode feature was active at the time of the event.  No further patient complications were reported. The customer will continue the use of the insulin pump and will not be returned for analysis.